Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that when booting up, the device freezes and present constant audible alarm. No patient injury was reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact, and the physical condition was good upon receipt. Error codes could not be obtained from the ehl (event history log) due to a blank screen with constant alarm. The customer reported issue was duplicated during the investigation as a blank screen with constant alarm was noted at power up. Root cause of the reported event is from an incomplete upload process by the customer. Uploaded software from base to head of the pump which cleared the problem, performed power up process, preventive maintenance and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record DHR review is not required. Service review identified this device has not been in for service previously., corrected data: d4: correction: model number: 4000, h4: correction: device manufacture date: 03/12/2021.